Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to fractured area of insulation and outer conductor within the pocket which confirmed via x ray. Moreover, the sudden increased in impedance measurements was greater than 2000 ohms before polarity switch to unipolar was also noted. This rv lead was replaced. No additional adverse patient effects were reported.